Manufacturer narrative:
(B)(4).

Event description:
It was further reported at the time of the event that the restenosis was a focal lesion. The restenosis was treated with a cutting balloon.

Event description:
(B)(4) study. It was reported that post a stenting treatment procedure, restenosis occurred. The patient presented due to stable angina (ccs class 3) and underwent cardiac catheterization. An 80% stenosed and 15mm long lesion was identified in the mid left anterior descending coronary artery (lad) with a reference vessel diameter of 3.0mm. The lesion was treated with direct stenting with a 3.0x20mm (B)(4) stent and post dilation resulting in 0% residual stenosis. The patient was discharged 1 day later on aspirin and prasugrel. (B)(6) 2011, the patient developed chest pain and was diagnosed as having angina. Cardiac catheterization revealed in stent restenosis. There was an 80% stenosed lesion within the previously placed (B)(4) stent in the lad. The patient was treated with target vessel revascularization to the mid and proximal lad and was discharged 1 day later on aspirin and prasugrel. The event is reported to be resolved without residual effects. It is the opinion of the physician that this event is related to the (B)(4) stent.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluated by MFR: as the device has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).